Manufacturer narrative:
B3/d10: the issues during "last week". D4: lot #: dr25h6024 (provided lot number). D4: the lot # and expiration date were not included in the UDI # because the lot was not recognized in the system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) clearlink system continu-flo solution sets were spiked into unspecified total parenteral nutrition (tpn) bags, resulting in a leakage. The issue was further described as, when spiking the tpn bag with the tubing, they noticed the bag was beginning to leak. The blue port at the top of the bag began to leak tpn. This occurred during patient infusion. The tubing were replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4 (lot, UDI), h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.